Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. She changed the battery about three times but the display was blank. Blood glucose value was 101 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned and she did not receive a failed battery test alarm. The customer also reported she received a motor error alarm about a week back. She did the rewind and prime and continued using it. Troubleshooting for motor error was not done and the customer stated she would call back. The insulin pump would not be replaced or returned for analysis.